Event description:
It was reported that the attachment was heating up during a procedure. The doctor noticed blisters in the pt's mouth that were approx an inch long. They applied antibacterial ointment to the blisters in the corner of the pts mouth. No additional treatment will be necessary, there was a minimal delay of approx 1-3 min. Another drill was used to complete the procedure.

Manufacturer narrative:
The service technician confirmed the event and determined the device overheated due to buildup of debris inside the device and excessive corrosion internally. The device was repaired and returned to the customer.